Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, an 'o2 analyzer calibration not possible 23 2793' message was displayed. As mitigation, the local controls on the electronic patient gas system (epgs) were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2022, when the gas system calibration was attempted, it failed with 'oxygen (o2) sensor out of range at calibration' with a sensor value of 2793 millivolts (mv) as reported. The log confirmed the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) calibrated the electronic patient gas system (epgs) three times consecutively, and passed each time. The epgs passed verification/release testing successfully. It was determined that the epgs met specification. The service repair technician (srt) also could not duplicate the reported complaint. The epgs passed calibration and passed all testing. The unit operated to the manufacturer's specifications.